Event description:
When the patient's pump ran dry in approximately (B)(6) 2012, the patient experienced withdrawal; he was violently ill with nausea, diarrhea, and couldn't eat or drink anything. The drug being delivered via the device system was unknown. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).